Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have burnt stains, which could not be removed. The instrument was not used on the patient. The customer used a backup instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test.